Manufacturer narrative:
During the device evaluation, corrosion was found within the device, including the motor, which is a probable cause of the device running without user activation. The device has not been returned to the user facility at this time.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the drill was running without user activation when the cord was pushed into the handpiece. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.